Manufacturer narrative:
The information in this report was provided by stryker legal affairs department. No additional information is available currently due to the ongoing litigation. The device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Event description:
It was reported through the filing of a lawsuit that on or about on (B)(6) 2021, the patient underwent bilateral knee surgery partial arthroplasty, papilloplasty, excision of benign bone and baker's cyst on the left and orif of the right tibial plateau. Allegedly the patient was required to undergo more extensive surgery to right knee involving a variety of screws, wires, pins, washers, and other hardware to anatomically reduce, stabilize and compress across the fracture line which resulted during surgery. It is further alleged that she suffers from irreparable personal injuries including, but not limited to, right knee pain, diminished strength, and other symptoms. The trauma devices were used to treat an intraoperative fracture that happened during the initial surgery. These devices were provided to stryker when op notes from the original surgery were provided.